Event description:
Rn circulator apparently had allergies to all types of masks that her employer had in stock. She experienced redness and severe itching that spread to areas of her body. Her symptoms started at an unknown time and progressively became worse. She ended up going to the ER and was given an injection and put on zyrtec and a prednisone dose pack. She continues on zyrtec. She is being kept in a pacu work setting where she does not have to wear masks. She apparently will be seeing an allergist.

Manufacturer narrative:
Customer reports that rn circulator apparently had allergies with the different types of masks that they have in stock (cardinal and non cardinal masks are used). Customer trying to identify which component/which mask is actually causing the allergy. The two cardinal masks they have in stock are catalog# at73035 and catalog# n95-ml which cardinal is proactively filing on in this report. Catalog# at73035 is the sensitive secure mask, procode of 79fxx. Catalog# n95-ml is the respirator mask, procode of 80msh. No lot number was provided for catalog number at73035, without the lot number we are unable to review the device history record to determine if any deviations took place during manufacturing. No lot number was provided for catalog number n95-ml. Without the lot number we are unable to review the device history record with the supplier to determine if any deviation took place during manufacturing. No sample was provided for evaluation for either catalog number. Without samples we can not conduct an investigation to determine a root cause. During the product development phase, all materials used for the masks were evaluated for biocompatibility. The testing was performed in accordance with international standard iso (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. The masks are engineered without dyes or other potentially irritating materials. Catalog number at73035 is composed of polypropylene and cellulose components. Catalog number n95-ml is composed of polypropylene and polyester. We will continue to monitor our complaint database for complaints of this nature.